Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information received that an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory evaluation, the product surveillance technician (pst) observed that the output voltages of the power supply were within specification during several hours of testing. Per data log analysis, the power manager was intermittently reporting power supply 2 (ps2) failure which started on 16-mar-2019. At times the power supply reported for more than two minutes of failure which would cause the battery cannot be charged error message. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. He found the error message to be due to a failing power supply (ps1). He replaced the defective ps1. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, a 'battery cannot be charged - full backup may not be available' error message was displayed. No other details regarding the nature of this event were provided.